Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump powered up properly after battery installation, received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with failed battery test repeatedly, as well as low battery alarms after less than twenty four hours. Customer's blood glucose was not known. Troubleshooting was declined and it was stated that they had already used the battery cap of another insulin pump and the failed battery alarms were recurring with new cap and battery. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.